Event description:
A physician reported that after a cataract surgery patient experienced inflammation (fibrin) and endophthalmitis. Patient was given with an antibacterial agent and the condition was improving. It was informed that the patient was in contact with ophthalmic cartridge, surgical procedure packs, viscoelastics, ophthalmic phacoemulsification tip, ophthalmic phacoemulsification handpiece and irrigation/aspiration tip. Additional information was received clarifying the surgeon confirmed the event was tass (toxic anterior segment syndrome).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the surgeon considers that the event was toxic anterior segment syndrome and possibility causalities of the event were cleaning the handpiece and reuse of cassette pak. The surgeon judged that there was no malfunction with the product. As there was no problem with the product, there was no causality between the event and the product. There are two complaints in the lot from this facility. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).